Event description:
It was reported that this right ventricular (rv) lead and implantable pacemaker exhibited oversensing and high out of range pace impedance measurements, greater than 3,000 ohms. The signal artifact monitor episode disabled the minute ventilation sensor. Technical services (ts) reviewed episodes and discussed ring electrode to spring contact issue. Ts suggested programming and troubleshooting options. No adverse patient effects were reported. The lead remains in service.